Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported that the patient experienced fungal peritonitis. It was reported that the cause of peritonitis was due to multiple other unknown hospitalization and the patient¿s peritoneal dialysis training was discontinued during the hospitalizations. On an unknown date, the patient was hospitalized via emergency room due to peritonitis event and was discharged on an unknown date. On an unknown date in the same year of the event onset, patient's catheter was removed and the patient was started on in-center hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.